Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b4, d4, d10, g4, g7, h1, h2, h3, h4, h6, h10 d11: pn 00882100600/ power supply, elec. Dermatome/ sn (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 19 december 2018, it was reported from (B)(6) hospital that a dermatome was not moving fast enough for skin removal. The customer returned a zimmer air dermatome, serial number (B)(4), for evaluation. Evaluation of the device occurred for the 7 january 2019 and noted that motor was running weak and erratically. The calibration was out of specification at the zero setting and the control bar was not in the correct position. Repair of the device the same day involved replacing the motor, switch, cord, and bearings, readjusting the control bar, and recalibrating the device. The technician then verified that the device was functioning as intended and returned the device to service without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2018. While the service technician found that the motor was weak and running erratically, which would cause the device to not properly move the reciprocating arm assembly to cut a graft as intended, it cannot be determined from the information provided as to what caused the motor to break down such that it did not run properly. Therefore, based on the information provided, a specific root cause of the reported dermatome not moving fast enough cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not moving fast enough for skin removal. There was no harm and no delay. The event occurred during surgery.